Manufacturer narrative:
The insulin pump alarmed no delivery during the excessive no delivery test due to faulty force sensor. Unable to perform the occlusion and prime test due to excessive no delivery alarm. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. No moisture damage found inside the reservoir tube and inside the pump. The insulin pump was received with a scratched lcd window.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 585 mg/dl. Prior to the hospitalization, the customer's blood glucose levels had been increasing and the insulin pump was giving no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was also stated that the reservoir compartment smells like insulin. No moisture was visible. The caller stated that the customer's sales representative went to the hospital, and felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.